Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported concerns about the product. Later healthcare professional reported: " implant was always sitting too high, creating a waterfall deformity, pain, especially in the upper part of the breast. Implant had been feeling quite hard. Patient has a quite a low nipple relative to the mound at 23cm from the sternal notch. Capsular contracture baker grade iii. There is a significant amount of keloid scarring visible under the right breast also. This record is for the right side. The device remains implanted.